Event description:
It was reported that when assessing the patient's extra tracheostomy to do a trach change it was noted the pilot balloon inflated asymmetrically. Obtained new tracheostomy and pilot balloon inflated correctly. The tracheostomy taken out of patient after the trach change and the pilot balloon of that tracheostomy did not inflate symmetrically either. Tracheostomy was removed from the patient room and new tracheostomy was obtained. The event occurred during post procedure at the hospital. There was no harm / adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. As received no damage or anomalies were observed. In attempts to replicate clinical use a syringe was attached to the pilot balloon of the tube and slowly inflated with 5ml of sterile water per packaging directions. The set inflated as normal. No leakage or anomalies were observed. The complaint of asymmetric inflation could not be replicated or confirmed. Visual and functional testing was performed. The probable cause of the reported problem unknown.